Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly and power error detected. The customer¿s blood glucose level was 8.5 mmol/l. The customer reported that they had inserted battery now alert and received a power error detected alarm. It was reported that the down arrow was not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the unit alarmed power error detected. The power management tool confirmed power error detected due to non-sleep anomaly software error.